Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat an 80% stenosed lesion in the left main artery (lm). Six retrograde treatments were performed on low speed. Angiographic imaging was performed and revealed a perforation at the treatment site. The oad was removed. Balloon tamponade and stent placement were performed to resolve the perforation. The patient was admitted to intensive care unit and being monitored under anesthesia. The patient was stable and discharged.